Manufacturer narrative:
Non-invasive testing was performed. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported that the parent was sleeping next to the child who was connected to the ventilator. The parent claims that the ventilator did not alarm but was awakened by gasping and gurgling sounds from the patient. The patient had a mucus plug, was cold, and barely breathing. The patient¿s trach was changed, 911 was called and CPR was initiated. The homecare dealer had gone to the families house on (B)(6) 2015 and found all ventilator alarms were functioning properly. It was also noted that the low minute volume alarm had been turned off and the audible alarm was set at 65 db. The patient¿s life support was pulled on (B)(6) 2015.